Event description:
It was reported an angio-seal sts plus was deployed. The physician reported that the patient experienced a vessel occlusion. The patient underwent surgical intervention and is reported to be doing fine. Review of the cd rom angiogram by the sales representative and the physician indicated the procedure sheath location was in the superficial femoral artery. Consequently, the angio-seal deployment was in the superficial femoral artery. The physician alleged that the occlusion was caused from a dissection to the vessel as a result of the angio-seal sheath or locator. The pre-insertion angiogram was obtained through the catheter instead of through the sheath only and the physician alleged that because of this the dissection was not visible.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined; however, the physician stated a dissection caused the occlusion. The angio-seal device instructions for use (IFU) recommend that a pre-placement arterial angiogram be performed to ensure correct placement of the device in the common femoral artery (cfa). The angio-seal instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal IFU cautions that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency.